Event description:
After the device system implant, the patient developed a urinary tract infection and increased weakness. Has been unable to walk since then. "Device works and has decreased spasticity." The patient receives compounded baclofen intrathecally. The patient is reported to continue with the weakness and the inability to stand or walk.